Event description:
N/a.

Manufacturer narrative:
Product was received for evaluation: DHR: the lot met specifications when released. Failure analysis: the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector; icp express passed with reading of 488; the device passed electronic, noise, linearity/hysteris, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due memory that does not withstand sufficient write cycles.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the cerelink microsensor could not be zeroed. They tried with 3 different icp express monitors and also changed cables. Finally it worked with the third sensor. There was no patient contact / injury; however, there was approximately one hour surgical delay due to the product issue while the patient was prepped for surgery.